Event description:
When the patient presented for a follow-up, device software reset was observed . The reason for reset was code 520. The patient stated that they had been at home during the date of reset. Sim technical services discussed downloading a memory map to send in for analysis. Sim technical services also discussed re-programming the device and then re-interrogating, and also a manual capacitor maintenance. When the rn attempted to perform the capacitor maintenance, the device reset again, reason 520. The process was replicated resulting in another software reset, reason 520. Sim technical services consulted with their group and they stated, even with re-programming, the device will likely reset in the field during a capacitor maintenance. The group stated that the device will have to be explanted.